Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, trs100sb2, anchor tissue retrieval system, was used during an unknown procedure on (B)(6) 2026 when it was reported, ¿when setting up for surgery, when the scrub pulled back on the shaft of the bag, the metal "y" came right out of the shaft. It should be inside the retrieval bag.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.